Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery alarm on the device. There were no traces of moisture damage at the electronic assembly or motor assemblies during visual inspection. The insulin pump was received with scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 600 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised the insulin pump leaked and kept giving a no delivery alarm. Customer advised the insulin pump was exposed to moisture via insulin. Customer advised they were unable to resolve the issue and wanted a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.